Event description:
Bilateral silicone implants placed in 1987 and replaced in 1989. During surgery on 12/6/1997 (for left modified radical mastectomy and recon with implant & exchange of right breast prosthesis) it was noted that the right implant was ruptured. Left implant was intact when removed during surgery.